Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Customer¿s blood glucose level was 137 mg/dl at time of event. Additionally, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issues. Customer's blood glucose level was 140 mg/dl at time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.